Event description:
It was reported that customer experienced repeated occlusion alarms at night, including one alarm followed by another, and had been having frequent occlusion and infusion set issues since early (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. Customer switched to insulin pen and resumed insulin, was advised to contact technical support while actively experiencing occlusion, and case was closed while matter was escalated to clinical field team for further support.